Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the indigo system include, but are not limited to, myocardial infarction, distal embolization including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) in the popliteal, femoral and iliac veins using an indigo system cat12 aspiration catheter (cat12) and an indigo system separator 12 (sep12). During the procedure, after removing significant clot in the patients vessels, the patient experienced a saddle pulmonary embolism. The physician attempted to remove clot in the right atrium using the cat12; however, was unsuccessful. The patient had cardiac failure and expired. There was no reported damage to the cat12. The patient¿s cause of death is unknown.